Event description:
It was reported that during a lead replacement procedure, low impedances were seen. Contacts 8/11 had impedances of 110 ohms. A new lead and extensions for the right sided device were implanted and connected to the original stimulator. The leads and extensions were disconnected, wiped off and reinserted. The stimulator port was suctioned out as well. The same readings occurred. The incision was closed with the low reading. All other impedances were within range. It was further reported that the cause of the issue was not determined. No other actions were taken. The patient will be programmed at a future date. The physician had not seen the patient again.

Manufacturer narrative:
Product ID: 3708660, serial# unknown, implanted: (B)(6) 2013, product type: extension. Product ID: 3387, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was further reported that the cause of the issue was electrode failure on the lead. Impedance issues were reported, noted to be in conflict of the initial report at greater than 700 ohms. A break in the lead was reported. The lead was replaced stereotactically. There were no injuries noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review revealed that there was an adverse event that required intervention and this event was a serious injury. Concomitant product: product type: lead, product ID: 3387, serial# (B)(4). (B)(4).

Event description:
Additional information reported that patient is at surgeon's office, on day of report, because the therapy isn't working well. It was reported that there was a "low out of range impedance value" reading, with "(B)(6) at 111 ohms."

Event description:
Further follow up information reported that the patient was seeking a second opinion. No further information was available.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.